Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).

Event description:
The user facility reported that the involved tr band was losing air. The event occurred post-treatment. Additional information was received on 23 may 2023: the staff member noticed immediately that the band was leaking. The procedure performed was a left heart catheterization. 15ml's of air were injected into the tr band when it was applied. The tr band started to be deflated immediately. The device was not manipulated before use in any way. The device was stored in the original box in the cath lab procedure room. Hemostasis was achieved by manual pressure and a new tr band was placed. The estimated blood loss was 10cc. There was no noticeable damage to the band.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: director of invasive cardiology. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.